Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited high out-of-range pace impedance measurements and pacing inhibition. Subsequently, the device was explanted and the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.